Event description:
It was reported that the patient reported experiencing shocks. A device interrogation revealed no ventricular tachycardia (vt) and no therapy (shocks) delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.